Event description:
Fill volume: asku. Flow rate: asku. Procedure: asku. Cathplace: asku. It was reported by a patient that a pump did not seem to "work" for a couple of days and then infused a third of the pump's volume in a matter of minutes. The patient "initially did not have numbness and then have almost complete numbness". No patient injury nor medical intervention were reported. Additional information was requested, however is not available at this time. The device is available for return.

Manufacturer narrative:
Methods: along with the previously reported methods, a flow rate accuracy test and pressure pot testing were conducted. Results: a visual inspection found the pump returned partially full with the bolus refill indicator in the mid-level position. The bolus button was depressed and functioned properly. This was repeated a few times. The bolus button latched properly and dispensed the medication: the bolus device had no issues refilling. The pinch clamp was opened and the pump infused at all selectable flow rates. The pump was drained and then refilled to the nominal fill volume to 400ml. The flow accuracy test was performed with the select-a-flow (saf) set to 7ml/hr. After 43 hours of testing. The pressure pot testing was performed on the saf unit's flow rates 1ml/hr, 2ml/hr, 4mllhr and 7ml/hr without the filter. Functional testing was performed on the bolus button. The bolus device was attached to the pressure gauge. The bolus button safety test results yielded an average delivery amount that was within specifications. The bolus volume test results yielded an average delivery amount with all results found to be within specifications. The investigation summary concluded that a fast flow was not observed. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Conclusions: based on this investigation, the complaint is not confirmed for fast flow. The safety and bolus button tests all met specification and the pca device functioned correctly. As limited information was provided regarding use conditions, it cannot be determined if the device was used in accordance with the instructions for use. The IFU specifies, "delivery accuracy: when filled to the labeled volume, select-a-flow* device delivery accuracy is ±20% while ondemand* bolus dose is +10/-20% of the labeled rates when infusion is started 0-8 hours after fill and delivering normal saline as the diluent at 22°c/72°f." An historical review indicated that no other complaints were reported for this reported incident and related to the same lot number. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
Method: the device was received for analysis. A visual inspection and a review of the device history record (DHR) were performed. Results: there are no testing results available as the investigation and evaluation are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the analysis and investigation are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.